Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the spinal surgery, the tip of the tool was broken. It was reported that there was no health damage to the patient. It was reported that the procedure was extended for 30 minutes and all the broken pieces were retrieved from the patient body. It was also reported that procedure was completed with back up product, and no additional was intervention performed. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
Product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.